Manufacturer narrative:
Device not returned.

Event description:
Patient's legal representative stated r leg pain, ui at night , tenderness on palpation towards the r sacrospinous ligament , pain with abduction.